Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/perforation of her cervix or uterus'), device dislocation ('malposition of essure device location of device: fallopian tube') and ovarian cyst ruptured ('other injury(ies) or complication (s)please describe: burst ovarian cyst') in an adult female patient who had essure (batch no. A64631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, weight gain, dysfunctional uterine bleeding, irregular periods, cesarean section and spontaneous abortion. Previously administered products included for an unreported indication: hydroxyprogesterone from 12-nov-2012 to 25-mar-2013, mononessa from 5-dec-2011 to 12-sep-2012, orthotri cyclen lo from 24-jun-2011 to 5-dec-2011, norethindrone camila from 2010 to june 2011, ovral-lo from 2009 to 2010 and zyrtec. Concurrent conditions included spotting vaginal and adenomyosis. Concomitant products included medroxyprogesterone acetate (depoprovera) from 13-may-2013 to 5-aug-2013 for contraception as well as ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdomen"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("pain: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, ovarian cyst ruptured, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vulvovaginal pain, vaginal haemorrhage, menorrhagia, pelvic discomfort, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cyst ruptured, pelvic discomfort, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 151lbs. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Most , if not all symptoms, decreased after some time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: perforation (uterus) (as per mr): both essure device are located within the right and left fallopian tubes respectively.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received : new event of "discomfort" was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/perforation of her cervix or uterus'), device dislocation ('malposition of essure device location of device: fallopian tube') and ovarian cyst ruptured ('other injury(ies) or complication (s)please describe: burst ovarian cyst') in an adult female patient who had essure (batch no. A64631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, weight gain, dysfunctional uterine bleeding, irregular periods, cesarean section and spontaneous abortion. Previously administered products included for an unreported indication: hydroxyprogesterone from (B)(6)2012 to (B)(6)2013, mononessa from (B)(6)2011 to (B)(6)2012, orthotri cyclen lo from (B)(6)2011 to (B)(6)2011, norethindrone camila from 2010 to (B)(6)2011, ovral-lo from 2009 to 2010 and zyrtec. Concurrent conditions included spotting vaginal and adenomyosis. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6)-2013 to (B)(6)2013 for contraception as well as ketorolac tromethamine (toradol). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), vulvovaginal pain ("pain: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdomen") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, device dislocation, ovarian cyst ruptured, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cyst ruptured, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 151lbs. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes most , if not all symptoms, decreased after some time diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Hysterosalpingogram - on (B)(6)2013: perforation (uterus) (as per mr): both essure device are located within the right and left fallopian tubes respectively.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('malposition of essure device location of device: fallopian tube') and ovarian cyst ruptured ('other injury(ies) or complication (s)please describe: burst ovarian cyst') in an adult female patient who had essure (batch no. A64631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue and weight gain. Previously administered products included for an unreported indication: hydroxyprogesterone from (B)(6) 2012 to (B)(6) 2013, mononessa from (B)(6) 2011 to (B)(6) 2012, orthotri cyclen lo from (B)(6) 2011 to (B)(6) 2011, norethindrone camila from 2010nb to (B)(6) 2011, ovral-lo from 2009 to 2010 and zyrtec. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), vulvovaginal pain ("pain: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdomen") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, ovarian cyst ruptured, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cyst ruptured, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 151lbs. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Most , if not all symptoms, decreased after some time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Hysterosalpingogram - on (B)(6) 2013: perforation (uterus). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device dislocation ('malposition of essure device location of device: fallopian tube') and ovarian cyst ruptured ('other injury(ies) or complication (s) please describe: burst ovarian cyst') in an adult female patient who had essure (batch no. A64631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue and weight gain. Previously administered products included for an unreported indication: hydroxyprogesterone from (B)(6) 2012 to (B)(6) 2013, mononessa from (B)(6) 2011 to (B)(6) 2012, orthotri cyclen lo from (B)(6) 2011 to 5(B)(6) 2011, norethindrone camila from 2010 to (B)(6) 2011, ovral-lo from 2009 to 2010 and zyrtec. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2013 to (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), vulvovaginal pain ("pain: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdomen") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, ovarian cyst ruptured, pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cyst ruptured, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6). If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes most , if not all symptoms, decreased after some time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Hysterosalpingogram on (B)(6) 2013: perforation (uterus). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs received. Case becomes an incident. Injury event was removed. Lot number was added. New events added: perforation (uterus), pelvic pain, abnormal bleeding (vaginal, menorrhagia),dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss, other injury(ies) or complication (s)please describe: burst ovarian cyst, abdominal pain, vaginal pain. Reporters, concomitant drug, medical history and lab data were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.